Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces also, with corroded battery tube. No button error alarms noted. The insulin pump had minor scratches on the lcd window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 61 mg/dl. Customer stated that she was in the process of putting insulin in the pump. Customer ate breakfast. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.